Event description:
It was reported that during a procedure for treatment, the rx sphincterotome wires became lodged in the pt and surgery was required to remove the instrument wires. In contact with the user facility, they indicated that they believed this was a case of user error. The user facility stated that the above complaint description is the extent of the info that they have recorded about this event and that no other details would be provided. The user facility has retained the product and will not return it to this manufacturer. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. Company is unable to determine the relationship between the device and the cause of this event without the product.